Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, with coaching provided and a factory reset performed, after which the user continued to overtreat perceived lows and requested to return the device. Symptoms included hypoglycemia with reported readings into the 50s and 40s and feelings of not being safe on the device. Outcomes included return authorization and initiation of product return with associated supplies. Investigation included review of device data and user-reported history, remote troubleshooting, and education. Investigation of this case revealed no device alarms or malfunctions were identified, and the pattern suggested user behavior consistent with overtreatment of lows rather than a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.